Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to controller board issue. A field service engineer replaced the controller boards and module boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a power failure. The customer reported that the pyxis machine was unresponsive, with a black screen displayed. A reboot of the station was attempted, but the issue persisted. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.